Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (con): information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that a year ago in (B)(6) the patient started talking to manufacturer representatives (rep) about keeping up with recharging because they could not keep up with it. The patient got the ins replaced because it would not charge anymore and patient had a horrible time. It took days to get it to charge up. No further patient complications were reported as a result of this event. (B)(6) 2018 (con): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked the circumstance that led to the ins not charging, patient stated they programmed it to work with my pain level. Patient noted the battery got harder to charge over the year until it wouldn't take a charge anymore. No further patient complications were reported